Event description:
It was reported that during a left knee surgery performed on (B)(6) 2023, a foreign object was left inside the patient, specifically a remnant of a defective fast-fix anchor. Subsequently, the object was removed in another surgery since it caused a significant amount of pain. It is unknown how the procedure was completed or if there was any delay. Patient current status is unknown as well.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. A clinical review states that all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. The adverse event was likely caused partially or wholly by the user of the product. As the anchors were not implanted, it is the responsibility of the surgical staff to ensure no foreign material is left in situ. The patient impact is determined to be an additional surgery to remove the pulled-out anchor. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review and instructions for use review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that after a left knee lateral meniscal tear performed on (B)(6) 2023, a foreign object was left inside the patient, specifically a remnant of a defective fast-fix anchor. Subsequently, the object was removed in another surgery since the patient experienced a painful lump in the medial incision. Patient current status is unknown as well.